Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was a life saver when it was working. The pump started acting up about 6-7 months ago. They were supposed to pull out 1.2 ml and instead they were pulling out 4-6 ml. The healthcare provider said that there was a valve that was not working. Two days before the last refill, which was five months ago, the healthcare provider released the patient. The pump kept working and the patient was getting a little relief. At the time of report the pump was not working, it was damaged, and the patient was not getting any relief and was hurting. The healthcare provider would not increase the drug because the patient was also on oral medications including oxycontin, oxycodone, presidine. The patient was prescribed hydrocodone for the last 4-5 months. The patient also smokes marijuana to help the pain. The patient has been in a chair for 6 months and lost function of his legs because he can't get up due to the pain. If something wasn't done the week of this report the patient's plan was to go to the emergency room, grab a scalpel, and cut the pump out of himself. The pump used to contain morphine, but it was unknown if saline was in the pump at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, 3 weeks prior to this report, the patient¿s pump ¿quit¿. At the time of this report, it was ¿dead¿. The pump didn¿t alarm. The pump reportedly died because the patient had a lot of pain, which was at a level of 5-7 constantly. For the past year during refills, the expected residual volumes were 1-2ml, but the healthcare provider (hcp) would aspirate 2-3 times more, around 4-6ml. The patient¿s last refill was in (B)(6) 2014. The pump was due to become empty by (B)(6) 2014. At the time of this report, the pump was empty and the patient was seeking a doctor to address the pump issue.

Event description:
It was reported that the patient¿s pump was last filled on (B)(4) 2014. As of (B)(6) 2014, the patient had been experiencing back spasms between his pump and spine for the previous 1.5 weeks. The pump didn¿t seem to be functioning properly when the patient experienced bad spasms. The patient complained to his hcp, but the hcp stated that he was not filling pumps anymore. The pump was supposed to be refilled by (B)(6) 2014, but the patient did not currently have a managing healthcare provider (hcp). A week prior to this report, the pump became completely dry. It was noted that the patient¿s last refill was on (B)(6) 2014. The pump had been ¿messing up¿ 8-9 times. It was clarified that 1-2 units were to be withdrawn, but 3-5 units were withdrawn. It was noted that, in the 2 months previous to this report, the patient had gained 35-40 pounds because his regular oral medications were cut off and all the patient had was the pump. In the previous 1.5 months, the patient was in the emergency room (ER) 8-9 times due to back spasms because his oral medication ran out. On (B)(6) 2014, the patient was in the ER all day. The last 3 times, the ambulance had to get the patient and the police were also present because he was going to ¿put a bullet in his head.¿ the patient was in pain and was miserable. The patient¿s chest was also ¿killing him.¿ at the time of this report, the patient was taking oral medication and was using the pump. The pump was reportedly ¿working to a point.¿ when the patient¿s hcp told him to find another hcp, he had oral medication for 30 days and when they ran out, the patient had the pump. For the previous 2 months, the patient was calling other doctors for oral medication to keep him from ¿going crazy.¿ it was stated that ¿the pump is killing me¿. The device system was used to deliver morphine. The patient¿s medical status prior to the event, clarification of the possible device issues, cause of the event, troubleshooting/diagnostics, interventions/treatments, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.